Event description:
Additional information was received from the manufacturer representative. The serial number and implant date of the ins were provided. It was reported that that the cause of the issue was not identified. They checked impedance, changed the patient controller, and on (B)(6) 2024 reprogrammed to a less intensive therapy. The patient was still reporting issues after this and the event was not resolved. It was noted that this information was confirmed with the healthcare professional. A session report was provided. The provided serial number allowed identification of a duplicate report of this event where some additional details were reported. The patient reported that their ins battery was discharging quickly even when switched off, and they had difficulty charging it. The patient still had issues after being sent the replacement patient controller. A data report and session report were provided. Review of the reports found that the time and date of the ins was not correct until (B)(6) 2024 and at a certain point, the patient controller completely depleted which would reset the time and date to 2011. The ins was completely depleted multiple times resulting in the ins turning off, and the patient needing to recharge first before being able to turn the ins on. Overall coupling efficiency was good. Review of two sessions where coupling was excellent found that the time to charge from 30%-100% and 10%-100% was as expected. All impedance values were within normal range. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins has rapid discharge of 100 to 30% in approximately 5-7 days with stimulation off. Impedances were checked and everything was in range. Patient was receiving sufficient therapy effects when stimulation was on.